Manufacturer narrative:
(B)(4). Additional information: how was the procedure completed? Change to another clip device. Did anything unexpected happen prior to this incident? No it did not. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No, what vessel was the device fired on? Please specify the size of the vessel? Ateria cystica were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? Yes, malformed clips again. What were the patient¿s pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. What is the patient¿s current status? Healthy. Is the surgeon an experienced user of this product? Uses this product since it was available here in austria, knows this product very well the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 14 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure the clips were malformed and did not close. No consequences for the patient.